Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found upward/downward angulation control knob could not be locked securely due to wear of forceps elevator lever; adhesive around light guide lens was worn; adhesive on bending section cover was detached; bending angle in down direction did not meet the standard value due to wear of angle wire; bending tube was deformed and damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope transducer surface was damaged. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the acoustic lens was peeled was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens peeling issue could be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.